Event description:
The user facility reported that after an unspecified procedure, they found fault in the wire output. This MDR is being submitted based on the evaluation findings of probe unit acoustic lens cut, pierced, and dented. There was a deep cut/lifting on the probe unit that reached to the hard part under the pink probe coating.

Manufacturer narrative:
The device was returned to olympus regional repair center in hamburg, germany for evaluation and service. In addition to the evaluation findings stated in (B)(6). The device insertion tube was found dented and the connector plug unit has a damaged housing. The device was serviced and returned to the user facility. The investigation is still ongoing, and this report will be supplemented when new and relevant information become available later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to report source. Report source- checked "other" to add the country spain. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the damaged acoustic lens likely occurred due to stress and/or handling issues. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.3 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 20-dec-2021.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.